Event description:
A customer reported experiencing a high blood glucose level displayed as "high"; although specific value was not provided. To address the issue, the customer changed the infusion set and cartridge, consulted with healthcare providers on managing their glucose levels.